Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice during use during dwell 4 of 4. The technical service representative (tsr) advised the hp to contact his registered nurse. Corporate product surveillance contacted the hp on (B)(6) 2011. He stated that they did not notice anything unusual about his supplies. There was no air seen in the lines. He had told his nurse about the incident. A companion sample was requested for evaluation, but the hp did not know the lot number of the cassette. Therapy then has been going well since the event, and there were no adverse effects reported due to this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The investigation included evaluation of the companion sample; set was placed on machine for priming and run with no alarms noted. The problem could not be confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.